Manufacturer narrative:
Imdrf annex a. After investigation, this file is determined to be not-reportable.

Event description:
It was reported, that the device had the below issues. Decontaminate and remove all stickers. Perform pm, add bd loan sticker, ensure material code is: ¿u¿. If not add, u and inform logistics, v9.33, for alaris system, load default dataset: upload procedure 1, remove any wireless configurations, pca modules require key and cord, pcam settings must be wiped manually, cc¿s to be configured to fully dedicated mode. There was no reported patient involvement.

Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 07feb2020. The review was performed from the date of manufacture to the present date 01mar2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had the below issues. Decontaminate and remove all stickers. Perform pm. Add bd loan sticker. Ensure material code is ¿-u¿ ¿ if not add ¿u and inform logistics. (B)(4) for alaris system. Load default dataset ¿ upload procedure 1. Remove any wireless configurations. Pca modules require key and cord. Pcam settings must be wiped manually. Cc¿s to be configured to fully dedicated mode. There was no reported patient involvement.